Event description:
General report received of an unspecified number of undocumented incidents of air in the tubing distal to the solusets. The tubing sets were being used to deliver unspecified medications. The customer contact reported that after the solusets emptied, air was noted in the tubing distal to the solusets. The tubing sets were replaced and the therapies were resumed. No air was delivered to the pts. There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer indicated the devices were discarded.